Event description:
It was reported that a female pt with reduced capacity had an exam on the table top. When the exam was finished, the technologist informed the pt to keep her hands up on the table. When the technologist started moving the table top transversely, the pt quickly grabbed around the side rails. The pt yelled, and the technologist stopped the table top movement, but could not stop before the pt's finger was caught between the table top rail and the table support. This resulted in the pt receiving a broken finger and a cut. Stitches were required to close the cut.

Manufacturer narrative:
Hand grips and a pt restraining belt are provided for the axiom aristos system to afford pt's security while moving the table top. This table top is not motorized, it is moved manually.